Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation, visual observations internal to the motor identified: excessive motor bearing wear with shaft end play and black material around the bearing. Due to the motor bearing failure, the motor assembly will be replaced.